Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) in association with the right ventricular (rv) lead did exhibit noise oversensing on both the rate/sense and shock channels that could not be reproduced with isometrics. Pacemaker inhibition greater than 2 seconds had occurred as a result for the completely pacemaker dependent patient. Lead diagnostics were otherwise noted as normal and stable and there was no noise present on the right atrial channel.

Manufacturer narrative:
Reasons for noise were discussed, including the likelihood of an issue associated with the rv lead such as a connection or setscrew issue. A revision procedure was done which confirmed that the device setscrew was not fully engaged. The physician did not need to do anything with the associated rv lead except to fully insert the lead into the device header, ensure the connection was tightened and re-close the device pocket. There was no further issue for the patient. The investigation is considered closed at this time.